Event description:
It has been reported to philips that exposure was not possible. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and identified that the exposure is not functioning. Review of the system log file showed that malfunction of frontal ippc. Upon further troubleshooting action, fse found that the ippc image disk is not detecting and ippc hard disk was defective. The fse replaced the defective hard disk and recreated the image software. After replacement of ippc hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.